Event description:
It was found during periodic review of programming history database that there was high impedance and output current limit after performing two system diagnostics tests. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Implant form was received indicating the patient received a full revision due to high impedance. It was indicated that the facility the revision took place does not return explants.